Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensed noise due to the left ventricular assist device (lvad). The ICD was reprogrammed. There were no patient consequences.